Manufacturer narrative:
The received device had the needle mechanism partially deployed. The soft cannula and formed needle was received exposed, but the slide insert had not been secured in the catch beam and was not visible in the housing window. The formed needle retracted after opening the device. Score marks were observed on the underside of the top housing, indicating interference between the linkage assembly and top housing. This resulted a failure of the needle mechanism to retract as intended. No issues were found that would cause the soft cannula to retract. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 278 mg/dl while wearing the pod between 4 and 24 hours. The needle did not retract back into the pod and the cannula was not visible, indicating that the cannula retracted back into the pod. The pink slide moved forward.